Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable gluc3 glucose (B)(6) results for three patient samples and a questionable chol2 cholesterol gen.2 result for one of the patient samples. Patient 1 initial glucose result was 228.20 mg/dl and the repeat result on (B)(6) 2018 was 114.5 mg/dl. Patient 2 initial glucose result was 182.3 mg/dl and the repeat result was 96.4 mg/dl. The initial cholesterol result was 511.10 mg/dl and the repeat result was 253.9 mg/dl. This patient was a (B)(6) years old female. On (B)(6) 2018, patient 3 initial glucose result was 235.9 mg/dl and the repeat result was 91.7 mg/dl. This patient was a (B)(6) years old female. The following results were considered correct and reported outside of the laboratory for these patients. These results were based on previous results and the customer did not explain how they got these values. Patient 1 glucose 118.1 mg/dl. Patient 2 glucose 95.6 mg/dl, cholesterol 253 mg/dl. Patient 3 glucose 98.7 mg/dl. There was no allegation of an adverse event. The glucose reagent lot number was 26742401 with an expiration date of 29-may-2018. The cholesterol reagent lot number was 28696001 with an expiration date of 31-may-2018. The investigation was unable to find a definitive root cause.